Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported fan housing broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 03 oct 2019. The manufacturer¿s international service technician confirmed the reported issue. The customer ordered the fan guard, filter and retainer to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported fan housing broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement.